Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt had "gamma camera scans" on (B)(6) 2011, it was stated the pt had increased dyskinesia, when then improved the next morning. It was stated the pt had slow and slurred speech on (B)(6) 2011. Additional info has been requested. A f/u report will be sent if additional info becomes available.